Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue as the power is turned on, but the lamp does not come on and the fooling fan is not running. The exact cause of the malfunction is unknown, however, the investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer halogen light source was returned for service/repair for a reported ¿the power is turned on, but the lamp does not turn on, the cooling fan does not turn on. The lamp does not light and the cooling fan does not move¿ found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the phenomena occurred due to a faulty thermal fuse. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received regarding the event: the issue was discovered before the procedure, which was completed without delay. The device was inspected prior to use.